Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode at routine follow-up. It was noted that this was causing occasional pacing inhibition due to oversensing of myopotential noise. The physician adjusted programming and scheduled a replacement procedure as the patient is not pacing dependent. Subsequently, this device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. This product is expected to be returned for investigation.